Event description:
Defib impedance > 200 ohms, undersensing rv/ra (right ventricular/right atrial) leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).